Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue that after testing, the ¿blood glucose result blinks and keeps blinking even after test strip is removed, then inserting another strip turns off meter.¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.